Event description:
The dealer advises the gimble isn't functioning properly on the joystick and sticks at times which causes the wheelchair to sometimes keep going. The dealer advises the wheelchair hasn't run into anything or anyone nor caused property damage as far as he knows.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.